Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had inconsistent capture and undersensing. During an attempted lead repositioning, it was indicated that the lead had a loop in it above the superior vena cava (svc) and a stylet could not be advanced past the loop to straighten the lead. Also the patient had prior laser lead extraction so scarring prevented getting access to place a new lead. It was also reported that on x-ray the ra lead was pointing down. The pacing mode was programmed to inactive the ra lead which remains implanted. No patient complications have been reported as a result of this event.